Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device data sync needed to be restarted. The technical support specialist (tss) connected to the device and restarted the bddatasyncdeviceservice using the command shell. After the service restart, the disconnected mode icon no longer appeared, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.